Event description:
It was reported that backup vvi following magnetic resonance imaging (MRI) was observed on the implantable cardioverter defibrillator (ICD). The patient experienced lightheadedness. A device restoration was performed successfully. The patient was stable.